Manufacturer narrative:
The investigation is still pending. When additional informations are provided and the investigation is completed, a follow up will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav shuntsystem. The surgeon suspected an blockage and adjustment issues. Patient informations: (B)(6). Gender: male. Implantation: (B)(6) 2011. Removal: (B)(6) 2020.

Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. However, the plane parallelism was outside the tolerance. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav® was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Computer controlled test: to investigate the clinical claim of over-/underdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Due to the compromised brake functionality of the progav® valve, a computer controlled test was not possible. The shuntassistant® operates slight outside the accepted tolerance. Results: first, we performed a visual inspection of the progav® shunt system. No significant deformations or damage of the valves were detected during the visual inspection. However, the plane parallelism of the was o progav® valve outside the tolerance. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav® was not adjustable. Also, the brake functionality was not present, the braking force was unable to be measured due to the inability of the valve to hold a set pressure. The opening pressure of the shuntassistant was lower than expected, shows a increased flow of liquid. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the shuntassistant® shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Also, we confirm that the progav® was non-adjustable at the time of our investigation. The cause of the deformation of the progav® valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav® adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The investigation of the device was completed and would be submitted with this report.